Event description:
This was a lead extraction case performed in the operating room to remove two 15-year old leads, 1 rv lead (mdt 4024) and one ra lead (mdt 4524) due to infection. An arterial line was placed and fluoroscopy was utilized throughout the case. Tee, surgical backup, and a thoracotomy tray were available. Both leads were prepped with lld's (unknown model) and the physician began with a 12f sls ii. With minimal lasing, the ra lead was extracted. The physician then began lasing towards the rv lead. Due to the difficulty encountered, the physician upsized to a 16f sls and continued to the svc. The progress was slow, and when the rv lead came loose, the patient's blood pressure dropped. A pericardial tamponade was noted on tee. The backup CT surgeon immediately opened the chest, performing a sternotomy. A tear in the innominate-svc junction was identified and repaired. The patient was stabilized and moved to the floor. The patient remained hospitalized (5 days later). No device was returned for engineering inspection. There were no issues or nonconformances noted during an internal lhr review.